Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that serter was not releasing infusion set correctly causing bent cannula and high blood glucose. Customer's blood glucose was 500 mg/dl. Troubleshooting was performed on serter and bent cannula. Customer reported that serter was (B)(4) years old. Issue was not resolved and customer was advised that serter would be replaced.